Manufacturer narrative:
Evaluation of the returned unit found that the unit did not sound when nothing was connected due to a damaged capacitor. Based on the age of the device, and that the visual findings of the evaluation revealed signs of excessive force or impact such as dropping or bumping that may have contributed to the faulty capacitor, it is likely that normal wear and tear is the cause of the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
The unit powered on with batteries and tended to sound, but it could not maintain to remain sounding when nothing was connected. When the volume was adjusted, the high volume sounded properly. The unit passed all other functional testing using the high volume. The date the issue was discovered is unknown and no patient incident or injury was reported.